Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. The maverick2 20mm x 2.0mm balloon was advanced to the lesion and inflated one time to an unknown atms. The balloon catheter was removed from patient and placed in a tray on the back table. Upon removing the device from the tray for a second use, the physician noted that the catheter was broken midshaft. The procedure was completed with another of same device successfully. There were no patient injuries or complications. The patient's status was reported as "good."

Manufacturer narrative:
The complainant indicated that the device was disposed at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.